Event description:
It was reported that cartridge alarms occurred during the load sequence. The customers blood glucose level was 400 mg/dl. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.